Manufacturer narrative:
No complaint was received with the return of the device. A failure event was observed during analysis. As received, only the connector portion was received in one piece measuring 5.6 cm. Visual examination found a full breach insulation degradation adjacent to the connector boot at 4.5 cm from the connector pin. Electrical testing did not find any indication of conductor fractures or internal shorts. Other damage found is consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.